Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that both lights are burned out on a system and it displayed a system message code during surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The lamp was replaced as a preventive measure and returned for evaluation. The system was tested and found to be functioning as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 14, 2014. Based on qa assessment, the product met specifications at the time of release. The lamp was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was installed into a calibrated system for functional testing. The lamp was found to meet specifications. The system and the returned sample were found to meet specifications. Therefore, the cause of the reported event remains inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that both lights were burned out on a system and it displayed a system message during surgery. The surgery was completed. There was no patient harm. Additional information was provided by a company representative. The surgery was completed without delay by extracting and inserting the top illuminator bloc. No further information is expected.